Event description:
It was reported that in (B)(6) 2013, when the health care provider (hcp) filled the patient¿s pump, when the needle was pulled out, there was some leakage and patient had to go right to the emergency room. No additional information was provided. Additional information has been requested, but was not available as of the date of this report. The pump device was used to deliver fentanyl and droperidol.

Manufacturer narrative:
Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).